Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, which did not resolve the issue. As a result, a replacement pump with updated software was sent to the customer. Technical support confirmed the shipping address and instructed the customer to return the problematic pump within 10 days using the provided return box and pre-paid label to avoid charges. Customer will use a backup pump for insulin delivery.